Manufacturer narrative:
The company service representative examined the system, found the lamp to be over 400 hours, and exceeded the rated life. The xenon lamp was replaced. Preventative maintenance (pm) was performed. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system presents an advisory message for the user to replace the lamp after it has reached 400 hours and can only be cleared by the user pressing a button on the screen. The lamp can still be used after this system message is acknowledged. The root cause of the reported event can be attributed to the xenon lamp, which exceeded its rated life. However, no problem was found with the xenon lamp as it functioned to its expected rated life. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the lamp is out. Additional information has been requested.